Manufacturer narrative:
Patient medical history includes but is not limited to: dyslipidemia, benign essential hypertension , aaa , [abdominal aortic aneurysm) (hcc), history of migraine headaches, iliac artery aneurysm, bilateral (hcc) , dissecting aneurysm of thoracic aorta, stanford type b (hcc), other chest pain, and stage 3 chronic kidney disease. Iron deficiency anemia due to chronic blood loss, diverticulosis, hypertension, and tia (transient ischemic attack) . Patient medications include but are not limited to: aspirin, atorvastatin, losartan, metoprolol tartrate, omeprazole, terazosin, and verapamil. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak and conversion .

Event description:
On (B)(6) 2021, the patient underwent a staged reintervention for treatment of a thoracoabdominal aortic dissection and completion of treatment for an abdominal aortic aneurysm rcia. Femoral cutdowns were performed rather than percutaneous access for this repair. Using a curved catheter we attempted to enter the true lumen on the left side and were in the true lumen in the area of the left common iliac graft. A gore® excluder® trunk ipsilateral leg component was deployed just distal to the lowest renal artery and deployed down to the open the gate. The rest of the main body remained undeployed. A gore® contralateral leg component was then advanced and extended down into the previously repaired left common iliac artery and ballooned. On the right side we the rest of the main body was fully deployed and an extension limb was placed into the external iliac artery past the area of the embolized hypogastric vessel. The proximal end of the main trunk was not ballooned due to the dissection, however the rest of the graft including at the bifurcation was ballooned on both sides. Excellent flow was seen into the external iliac artery on the right and to both the internal and external iliac arteries on the left. An arteriogram was performed and at the neck showed concern for poor apposition of the graft on the left side by the left renal artery. A gore® aortic extender component was placed however not ballooned. Completion arteriogram showed continued flow into the renal arteries bilaterally and improvement in the apposition at the proximal neck. Good flow was seen on both sides. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent reintervention to treat an extension of an existing thoracoabdominal aortic dissection, and a suspected proximal type I endoleak. The physician had planned to explant the devices; however chose a different treatment plan. The patient underwent open repair and a dacron graft was wrapped around the proximal aortic cuff the trunk ipsilateral leg component and sutured to the body of the trunk and extended up to the aortic arch. Additionally, the right common iliac artery aneurysm sac was coil embolized and injected with thrombin; and the lumbar arteries and the inferior mesenteric artery were clipped. The patient tolerated the procedure.

Manufacturer narrative:
Added g3/g4, h1/h2. Added h6: component code and investigation conclusion code.